Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient's ipg would not charge due to the battery being dead. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg will not be returned.